Manufacturer narrative:
No product was returned for examination. The investigation was limited to the information provided, as the product code and lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address bearing failure, found polyethylene wear 22 years post op.